Manufacturer narrative:
Event date is based on the bsc aware date.

Event description:
It was reported that a physician had seen a patient who's superion indirect decompression spacer migrated post operatively 2-4mm. As a result of the device migration, the patient was experiencing pain again as the spacer was not providing therapy.